Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The involved files have been analyzed. Two of the involved files are not damaged (not broken) and the third file is actually broken in the active part (uncertain condition). No material defect was found during analysis of the rupture pattern. Unused product has been evaluated according to our prescriptions (measures, torque test). The number of unused instruments received is not representative to determinate if the batch is in compliance with specifications regarding our prescriptions. Nothing unusual to report was found during dhrs review. Root causes are not identified. This kind of event is tracked and we monitor the trend.

Event description:
In this event it was reported that a mtwo file broke during use. As a consequence of breakage, the tooth has been extracted.